Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Manufacturer narrative:
Updated data: b4, e1 (initial reporter and phone#), e2, e3, g3, g6, h2, h10.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) device turned off with a black screen after being unplugged, and had no power storage function. The power was reconnected immediately after unplugging, and no damage was caused.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - d4 (serial #), h6 (type of investigation, investigation findings, investigation conclusions). Updated the serial no. Which received on the date: 07/04/2024 (g3 date) contact person department: equipment department. A getinge field service engineer (fse) provided the quotation to the customer and is still awaiting negotiation. The investigation shall be closed now. If any new repair information received the complaint will be reopened and update it. H3 other text : negotiating the cost.